Event description:
The customer alleged an h2o2 contact on the left middle finger with redness. The customer stated when the unit cancelled for low pressure in injection 2 (lpii2), the bottom load was cold. The healthcare worker did not wear personal protective equipment (ppe). The customer did seek medical attention but was not prescribed any medication. An over-the-counter antiseptic ointment was given for the burn. The burning sensation stopped, and the symptoms have cleared.

Manufacturer narrative:
Skin contact.